Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked cannula and was alerted by alarm 2. Patient noticed symptoms 3 or more hours after insertion. The set was inserted in the abdomen on 25-july and upper buttocks on 20-july. Patient confirmed to regularly rotate site location. Patient changed soft cannula infusion set only and resumed insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.